Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025 the user reported recurrent hypoglycemia with a blood glucose (bg) level of 54 mg/dl. The user explained that they had been overcorrecting low bg values by consuming carbohydrates, then performing additional meal announcements, resulting in excess insulin dosing and subsequent repeat lows. The agent reviewed correct hypoglycemia treatment procedures and meal announcement timing to prevent overcorrection. The user treated the low with juice and recovered without external assistance or medical intervention.